Event description:
It was reported that the patient experienced a ¿bumble bee buzzing¿ at the implantable neurostimulator site as well as shocking at times on the night of (B)(6) 2013. It was reported the patient went to the physician¿s office at 0800 on (B)(6) 2013 and was taken to the hospital that same day for a full system explant. Impedance testing was normal, and it was reported the patient was receiving spinal cord stimulation coverage with 90% pain relief. It was noted the same thing happened with the patient¿s knee replacement surgery. Additional information received reported the manufacturer representative had no further contact with the patient since her system explant.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3550-29, lot# unknown, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.